Event description:
It was reported that the customer had high blood glucose levels of 222 mg/dl. The customer reported receiving a motor error alarm from the insulin pump during bolus. The customer also reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer reported that they were able to complete the rewind sequence on the insulin pump. The customer declined to troubleshoot the no delivery alarm from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip. No excessive no delivery alarm was noted. No motor position encoder error alarm was noted in the alarm history screen.